Event description:
The arsenal set screws were not tightening as intended. They appeared to be coming out the tulips of the polyaxial screws located at the l3 and l4. Small shavings were also noticed during the final tightening process of those two sets screws. The fragments were removed from the patient without issue and new set screws were installed.

Manufacturer narrative:
An evaluation of the suspect implants is not possible at this time. The identifying lot number(s) have not been provided nor have the set screws been returned for evaluation. Upon the receipt of additional information and/or the return of the explanted set screws, a follow-up report will be submitted. The arsenal spinal fixation system is intended for posterior, non-cervical, spinal fixation as an adjunct to fusion for the treatment of degenerative disease, deformity, and trauma indications. The arsenal system consists of a variety of shapes and sizes of rods, screws, and connectors that provide temporary internal fixation and stabilization during bone graft healing and/or fusion mass development. The screws and connectors are manufactured from surgical grade titanium alloy (ti-6al-4v eli). The rods are available in commercially pure titanium, titanium alloy, and cobalt chrome (cp ti grade 4, ti-6al-4v eli, and co-28cr-6mo).